Manufacturer narrative:
(B)(4) d10: juggerstitch curved implant cat#110024773 lot#66111219; juggerstitch curved implant cat#110024773 lot# 66111285. G2: denmark customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02570; 0001825034 - 2023 - 02572.

Event description:
It was reported that three juggerstitch devices were unable to be deployed during a procedure. Additional juggerstitch devices were opened and worked without any issue.additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified lot 66111242 has been cycled once; one blue anchor was retained in the needle, and one blue anchor outside of the needle. The device is not fractured or broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed as the returned devices have been cycled. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.